Event description:
Implant didn't achieve osseointegration, primary stability was achieved, smoker, increased sensitivity. Implant did not fully integrate and was not accepted by site. Patient is a heavy smoker, likely leading to rejection of implant.